Manufacturer narrative:
This report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device.

Event description:
It was reported that patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.

Event description:
It was reported that patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.